Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump rejected new batteries. Customer's blood glucose level was unknown. The customer also stated that insulin was shooting out of infusion set instead of dripping. The insulin pump also had no delivery alarms. Troubleshooting was not performed. The product will not return for analysis.